Manufacturer narrative:
The cusa clarity 36khz handpiece (c7036) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis -the investigation of the unit confirmed the complaint: the 36khz handpiece was visually inspected and no visible damage to the handpiece was evident. The handpiece lemo connector was examined further under magnification, and it was observed that the lemo connector pins were corroded. This corrosion seen would possibly inhibit the electrical connection between the handpiece and the console. Repair is not possible; therefore, the handpiece will be scrapped. Root cause - the root cause was confirmed as corrosion to connector pins which caused system error. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during an operation while it was working on a patient, the suction on the cusa clarity 6khz handpiece (c7036) stopped and showed on the screen "error: handpiece failure." Disconnect and reconnect handpiece. Replace handpiece if error persist. 2304 us_invalid_crc_ handpiece." The surgeon who is the main user of cusa in the country was forced to stop the operation and wait until the backup handpiece was sterilized and brought to the hospital. This resulted to the delay of the operation for at least 90 minutes. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.